Event description:
A pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on preventing altitude alarms, and the customer was able to resume insulin with the original cartridge.